Manufacturer narrative:
The philips authorized service provider (asp) confirmed the power cord was mangled with exposed wires.

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting the power cord on the v60 ventilator was damaged. The device was being evaluated for preventative maintenance service and therefore was not in clinical use. There was no report of harm or user impact. The asp evaluated the device and identified the damage. Multiple good faith efforts were made to obtain specifics on the extent of damage and impact to functionality with no response and therefore cannot be determined. The asp replaced the power cord. The device was verified as operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.